Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the system won't recognize the locked cassette. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the system won't recognize the locked cassette¿ was confirmed. The latch lock and handle were replaced, in addition to the flexible circuit of the sensor as prevention. The downstream occlusion (dso) seal was replaced since it was found to have deteriorated. The device and software were updated and calibrated for better operation and to avoid future errors. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.